Event description:
It was reported by a customer complaint that the pt was treated by paramedics due an incident of low blood glucose. The reporter stated that pt was experiencing low blood glucose for several days. The reporter called the paramedics when the pt became unresponsive. The paramedics administered glucagon and stabilized the pt on scene and he was not transported. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
MFR completed the entire form. Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy test. No operational or functional failure was detected and the procedure was within specification.